Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed for the finished device number 5888502, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with mentor smooth round moderate profile 375cc saline prostheses and was diagnosed with autoimmune disease post procedure. In (B)(6) 2009 the patient was diagnosed with rheumatoid arthritis and experienced: fatigue, joint pain due to inflammation, weight loss, and vision problems. Additionally, primary biliary cholangitis was diagnosed, and the patient experienced: itchy skin, abdominal pain, and abdominal pressure. In 2018 the patient was diagnosed with sjogren's syndrome and reported experiencing the following: fatigue, dryness of mouth and eyes, tooth decay, and vision deterioration. Also, at an unknown date the right implant appeared to have become visibly deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.